Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
It was reported that the patient was treated by the lifevest and passed away on (B)(6)2018. The patient was at home and lost consciousness at the time of the event. It was reported that ems was called and CPR was performed on the patient. Per the ECG and flag data analysis, the patient experienced an inappropriate treatment event on (B)(6) 2018 consisting of four treatments. The patient was treated at 01:07:29 while in an idioventricular rhythm. The post-shock rhythm was an idioventricular rhythm at 60 bpm. The patient was then treated while in an idioventricular rhythm at 50 bpm at 01:08:08. The post-shock rhythm was asystole with intermittent activity. Asystole is a known side effect of defibrillation therapy. The patient remained in asystole, was treated at 01:11:22. The patient remained in asystole, and CPR artifact was identified. The patient was then treated a final time at 01:18:00 and remained in asystole with CPR artifact. The lifevest was disconnected at 01:21:06 while the patient was in asystole with motion artifact. The patient passed away on (B)(6) 2018. Reopening the complaint. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. Reclosing the complaint.